Event description:
Boston scientific received information that the device was set to ventricular tachycardia mode to value other than monitor plus therapy. The clinic account manager (cam) commented that the patient undergone a procedure and therapy was not turn on after the procedure. Additional information received that they already turn back on the therapy without any issue the day after the procedure. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.